Event description:
The customer reported that the 9900 system displayed a motion sensor failure error message and that the joystick would not work. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The stop switch assembly was replaced. The system was tested and operates as intended.